Event description:
A friend of a consumer reported that following intraocular lens (iol) implant surgery, his friend's vision is not improved when using reading glasses. He also reported that his friend has double vision, in which "one of the double images is skewed- the images are tilted downward." He also reported that an optometrist told his friend he needed prism for his glasses. According to the reporter, the consumer does not want the surgeon contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).